Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.